Event description:
The contact stated that the contour meter gave a reading of 207 mg/dl. The hospital meter gave a reading of 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. On one occasion, the customer was taken to the hospital because she was not feeling well. She was treated with insulin and kept overnight for observation. The contact alleged the adverse event was due to the meter readings.